Event description:
It was reported that the wire tip detached and remained inside the patient. The target lesion was located in the left anterior descending artery (lad). A rotawire was selected for use along with a 1.25mm rotalink burr. The lesion was ablated and the 1.25mm rotalink burr was replaced for a 1.50mm. The lesion was ablated again then the rotalink burr was replaced with a 1.25mm rotalink burr. It was noted that there was resistance loading the burr onto the wire. The lesion was ablated. The 1.25mm rotalink burr was removed and it was observed that the tip of the rotawire was detached. The detached tip remained within a small branch in the distal lad. It was determined that it was too difficult to extract the tip without potential harm to the patient. It was determined that the detached tip should not have any effect on the patient. Atherectomy was then performed followed by stent placement. No patient complications were reported.